Event description:
It was reported that during a laparoscopic right hemicolectomy with robot support for ascending colon cancer, the monopolar was removed once for the clip, when reinserting it afterward the monopolar would not advance. The tip of the forceps was caught on the mesh valve seal inside the port. Afterward, blue fibers were attached to the tip of the monopolar that had entered the body, and was retrieved by attaching it to gauze. Care was taken to prevent the forceps from getting caught, and the procedure was continued as is. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.